Manufacturer narrative:
The customer reported that the mp30 alarm did not sound for a pt incident. Based on available information, the customer discovered that the alarm suspend setting was set for 1 minute suspend (not indefinite suspend) and found that the ECG parameter alarm was not turned off. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that the mp30 alarm did not sound for a pt incident.